Event description:
It was reported that a malfunction occurred with the pump, indicated by the malfunction code "malf 12." There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance for resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any further issues arose.